Manufacturer narrative:
(B)(4). Patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient reported changing the time on the pump on (B)(6) 2011 for daylight savings time and believed that she may have set the am and pm incorrectly. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing found the time resetting to the default values, a failure of bt1 component. After setting date and time on pump the battery was removed for 1 hour; when the pump was powered on again it had returned to the default time and date. The pump was opened and the internal battery (bt1) was found to be leaking. There was no evidence of debris was found on the lead screw.

Event description:
The patient reportedly experienced a blood glucose (bg) of 32 mg/dl. The patient stated that she was able to self-treat for the low bg. The patient stated that she was calling to review the pump settings because she felt they were incorrect; the patient stated that at dinner her insulin to carbohydrate setting was supposed to be 1unit:15g but the pump showed something different. During troubleshooting, the patient reported noticing that the time was off by 12 hours. Customer support advised that the time being off by 12 hours caused the basal rate and insulin to carbohydrate settings to be off by 12 hours. The patient reported that she set the time on (B)(6) 2011 for daylight savings time and believes that she may not have noticed am or pm. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.